Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt has poor near vision and is unable to read at any distance. The surgeon feels the pt may be 'near suppressing' since he is not bilaterally implanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/30/2009, 07/06/2009, and 07/21/2009 by phone, mail and fax. Additional info by phone and medical records were received on 06/30/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 07/24/2009.